Manufacturer narrative:
Title: patient and care delivery characteristics associated with harm from neuromuscular blockade. Source: observational study critical care explorations 2020; 2:e0147. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed, a retrospective study examined mechanically ventilated ICU patients who received cisatracurium, a neuromuscular blockade (nmb), between 2013 and 2016. The purpose was to analyze the prevalence patients who then underwent down-titration of sedation after receiving nmb and what factors were associated with down-titration. There were a total of 300 patients and 168 had a sedation medication down-titrated. Bis monitoring was used 75% of the time. Factors associated with down-titration were bis usage and bolus dose of nmb were associated with down-titration of sedation. The article states that nmb use can affect the bis reading and clinicians ¿should be aware of the limitations of the bis monitor and use caution when using them to alter sedation management in the setting of nmb.¿